Event description:
As reported: after pacemaker implantation, follow-ups showed an increase in threshold. Physician opted to remove and replace the lead.

Event description:
The initial report indicated that there was drop in r wave amplitude and increase in rv threshold. This resulted with the physician opting to replace the lead. The distributer received an email regarding this event and provided further information on the event stating that the complaint was not related to the lead with model: 1084t/54 and sn: (B)(6), but is associated with a different lead belonging to abbott. No known patient adverse effects or malfunctions were reported against the lead (sn: (B)(6)). This report is to be recorded for administration purposes only as this complaint is not reportable.